Event description:
This registered nurse (rn) changed the patient's cap and strung a new 0.9 carrier to run at 2ml/hr like it previously was running at. When I returned, the 0.9 bag had run dry, but the volume to be infused (vtbi) on the pump said the patient only got 1.26ml.